Event description:
It was reported that the pump had a delaminated downstream occlusion sensor seal. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer reported complaint of ¿¿ delaminated dso sensor seal" was confirmed by performing visual and functional pvt (performance verification testing). Found dso (downstream occlusion) seal is bubbled and lifting. Replaced dso seal. Upon further investigation, found uso (upstream occlusion) seal is buckling and motor exceeded rotation limit. Replaced uso seal and motor. Performed uso/dso calibration. Performed pvt. Updated software. Unit passed all testing criteria. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.